Manufacturer narrative:
Per -(B)(4), initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 month due to dislocation.

Event description:
Trinity revision after approximately 1 month due to dislocation.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices has been requested to aid the investigation of this event, however, it was confirmed that the explanted devices had been discarded by the hospital and that no further information could be provided. Therefore, there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has been informed that the surgeon performing the revision had stated that the trinity cup had minimal version and that during the revision surgery a smaller sized stem was implanted and that the stem version and cup postion were changed. Based on the information available for this case, corin have been unable to determine the root cause, however, the comments from the surgeon suggest that it may be possible that the dislocation occurred as a result of the cup position. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.